Event description:
It was reported that the patient had alarms on their system controller that were not registering on the system controller. The alarms occurred on batteries and alternating current (ac) power. The ventricular assist device (vad) cart changed, and alarms still occurred. Log files were sent for review. The system controller was exchanged, and no alarms were noted after the system controller exchange. Log file review captured no external power alarm flags recorded on 20mar2026 and 03apr2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms and audible alarms was confirmed via the submitted log files, submitted video, and returned product. A video was submitted and revealed an audible alarm without any visual alarms. The submitted and downloaded log files revealed on 20mar2026, 15:52:19 - 15:52:21, a no external power alarm was captured. The onset of the alarm is not captured. The alarm resolves when the user connects the black power cable to battery power. On 03may2026, 11:08:49 - 11:09:09, a no external power alarm is captured and associated with a dual power cable disconnect. During both interruptions of external power, the backup battery supported the system as intended without interruption to pump function. Multiple intermittent low voltage and power cable disconnect alarms were captured. The alarms were associated with relative state of charge invalid faults on the white power cable. The driveline was disconnected at 14:38:50 consistent with the reported controller exchange. No other notable events were observed. Pump operation was not affected. The heartmate 3 system controller (B)(6) was returned for analysis in unremarkable condition. The system controller (serial number: (B)(6)) underwent preliminary and functional testing. Of note, the black and white cables were manipulated, and a brief audible alarm activated confirming the reported event. The controller otherwise functioned as intended and passed all testing. The controller was able to support a mock circulatory loop for an extended duration without issues or interruptions to pump support. The controller was disassembled to inspect the inner components of the controller and yielded unremarkable findings. Resistance testing was performed on both power cables and revealed unremarkable findings. Insulation testing was then performed and multiple short to shields were observed on both power cables. On the black power cable the yellow (alarm out), red (motor voltage out), and clear (positive power) inner wires appeared to have breached insulation and short to the metal shielding. Damage to the yellow (alarm out wire) is consistent with audible tones from the controller without a visual alarm. On the white power cable the orange (transmission communication), brown (relative state of charge (rsoc)), and blue (receiving communication) inner wires appeared to have breached insulation and short to the metal shielding. Damage to the brown inner wire (rsoc) is consistent with the observed rsoc invalid faults and atypical low voltage/power cable disconnect alarms observed in the log files. No further troubleshooting was performed. Provided information indicated that the alarms resolved following a controller exchange multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported audible alarms was determined to be damage to the yellow (alarm out) inner wire. This damage is consistent with audible tones from the controller without a visual alarm. The root cause of the no external power alarm on 03may2026, 11:08:49 - 11:09:09 was determined to be user error in simultaneously disconnecting both power cables. The root cause for the reported no external power alarm on 20mar2026, 15:52:19 - 15:52:21 was unable to be conclusively determined as the onset of the alarm was overwritten by new data. Incidental finding damage to power cable inner wires that appeared to have breached insulation and short to the metal shielding. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 patient handbook are currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect, low voltage, and no external power alarms. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 IFU section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.